Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient has twiddler¿s syndrome. During clinic check, both leads were found to have pulled back. The leads were explanted and replaced. Patient was stable before, during, and after procedure.